Event description:
A steris service specialist reported that during installation of the unit, the smoke alarm went off. The fire department was dispatched. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
The steris service specialist stated that after installation of the unit, he was conducting several test cycles. The service specialist stated that while running the test cycles, coating that was in the chamber began to "smoke". The service specialist stated that he just wanted to crack the door of the unit to allow the small amount of smoke to exit the chamber. During this time, he hit the open door button and then quickly hit the door close button to be able to have the door cracked. The door opened all the way allowing the small amount of smoke to exit the chamber quickly. The sterilizer is installed in a small room with 2 smoke detectors, 1 heat rise detector and 1 low temperature sprinkler head. The sterilizer was installed, initial start up tests were completed and the unit was confirmed to be operational. The unit has not been placed into service as the user facility is not open for operation yet.